Event description:
On (B)(6) 2012, the customer reported that the white blood cell (wbc) bath had overflowed on the act 8/10 instrument during start up. The volume of the leak was approximately less than 1 cc of diluent. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to replace the wbc bath check valves. Customer noted that the start up failed for wbc and hemoglobin (hgb) after replacement. Cts advised the customer to clean the probe wipe and repeat start up, which passed. Field service engineer (fse) evaluated the instrument and found a cracked lyse syringe. Fse replaced the triple syringe assembly and waste tubing. This resolved the issue and no further leaks were reported. Fse verified instrument operation.

Manufacturer narrative:
(B)(4).